Event description:
(B)(6) 2011 - this (B)(6) year old female underwent a total right hip arthroplasty under dr. (B)(6). A stryker rejuvenate modular stem and neck device was implanted. Patient became symptomatic with her hip and went to see dr. (B)(6) 2013, patient underwent revision of the right hip and had the stryker rejuvenate device explanted by dr. (B)(6). Extensive debridement of the joint was done.